Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (100% stenosis). Inherent risk of procedure (stent deformation). Deformation issue. Evaluation conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (100% stenosis). (B)(4)

Event description:
During the surgery physician used endeavor resolute rx device to treat lesion that exhibited 100% stenosis in the 1st diagonal lad. The device could not pass the lesion, which was pre dilated (12atm, 10s, 1 time). The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a new device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the hypotube was kinked 3.5cm and 87cm distal to the strain relief. The distal tip was deformed. The proximal section of the stent was displaced proximally while the other stent segments were not on the balloon. The stent was very deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).